Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06615. It was reported that the leads were explanted due to erosion with possible infection. The patient had no complications and no problems related to the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-12192.